Manufacturer narrative:
The system was examined. There was no information was provided to conclusively indicate nonconformance of the system contributed to the reported event. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. All surgical systems are verified to meet specifications. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing poor suction during cataract surgery. The system was switched out to complete the case. There was no patient harm. It was later discovered by the customer that the settings on the system were changed, and as a result, the poor suction occurred.